Event description:
We received an urgent medical device correction: safety advisory attention chief of perfusion department of cardiovascular surgery.terumo cardiovascular systems has received reports of the central control monitor (ccm) for the terumo advanced perfusion system 1 losing partial or full functionality. Symptoms associated with a malfunctioning ccm include: full or partial loss of display; loss of control functions; inability to distinguish various status errors; alert or alarm conditions; the inability to operate the touch screen; or the ccm resetting itself. Terumo found the failures were due to design or supplier workmanship issues.potential hazardif the central control monitor were to become unstable during cardiac bypass, the user would need to operate the pumps using the local pump controls; safety system connections are not compromised.there have been no reports of patient injury as a result of ccm failure.====================== manufacturer response for pump, cardiopulmonary system, monitor, advanced perfusion system 1 central control monitor======================no response.